Event description:
Reporter alleged the pump is not delivering an accurate amount of insulin. She experienced elevated blood glucose despite bolusing. Her high readings continued for 3 days while she kept bolusing with the pump for the high blood glucose readings. She injected insulin to lower her readings after the three days of bolusing the insulin. No adverse event reported. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.